Event description:
Pulse generator implanted. In the recovery room, they discovered that it was defective. Pt had another one implanted 6 days later. The hand-held monitor has been replaced, because it wouldn't hold a rogram, three times. To date, the system has shut down completely 6 times; this morning being the most recent time. Pt can't get the system going with the hand-held monitor, patient has to use a magnet held to their chest to get the system going again. The doctors and ans people have been unresponsive. Pt did have one meeting with the surgeon and an ans technician whereby they were told nothing, given no explanations except for very vague generalities. Questions about whether or not this has happened to other patients went unanswered. Last night pt felt quite a shock on the left side of their head from the system. Patient not sure what this was but found it very frightening.